Manufacturer narrative:
If implanted, give date: not applicable, as the healon pro is not an implantable device. If explanted, give date: not applicable, as the healon pro is not an implantable device. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a healon pro had a white particle that came out of the cannula tip. Through follow-up, it was learned that there was patient contact. The white particle was in the eye, however, the surgeon was able to remove it from the patient's operative eye. There was no patient injury. It was confirmed the cannula was not being reused. The healon and debris is not available for return as it has been discarded. No additional information was provided.